Event description:
The ventilator shut down without 'low battery alarm' and 'empy battery alarm'. It only gave 'shut down alarm.' It was found that the internal battery was depleted. No adverse effect on pt.